Event description:
Company representative reported with an issue of error e315 (error-scope error) observed on the device. The reported issue found at preparation for use. The device was replaced and the intended procedure (diagnostic) was completed using a similar device. No harm was reported. No patient harm, no user injury reported.

Manufacturer narrative:
The subject device was received and evaluate . Device evaluation found the error e315 was not observed during device evaluation however, corrosion at the scope cover unit due to leakage was observed. Furthermore, the following defects/findings were identified during device inspection: - angulation in the up direction is out of standards due to worn of angle-wire. - the gap of up/down knob is out of standards due to worn of angle-wire. - light guide (lg) lens is broken. - the adhesive part of a- rubber (ar) bending section is broken. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that water got inside the scope connector during user handling. This caused an electronic component malfunction, causing an error message to be displayed temporarily at the facility. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage." 3) "do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.